Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2016-00842 / 00843).

Event description:
It was reported a patient underwent a total right knee arthroplasty on (B)(6) 2011. Subsequently, the patient's right knee was revised on (B)(6) 2013 due to unknown reasons. The patient underwent a left total knee arthroplasty on (B)(6) 2013. The patient's left knee was revised on (B)(6) 2014 due to unknown reasons. The patient's right knee will be further revised due to infection. No revision procedure has been reported to date.